Manufacturer narrative:
Siemens reviewed the data provided. The patient samples with the "d71 no sample detected at fd3" error messages, meaning the co-ox system did not detect the sample within the maximum amount of time allowed, also had d39 obstruction messages. A sample must be detected at fluid detector 3 (fd3) for the co-ox analysis to be performed. The sample not being pulled to the fd3 could be due to a number of reasons: a clot, too small of a sample, a fluid detector malfunction, or some other type of fluidic event. The presence of d39 obstruction errors supports the fact that clots were detected and prevented results from being able to be determined/reported. There is no indication that the system performed out of specification. Siemens states that the system is operational and is working correctly.

Event description:
The customer reported that the co-ox values for one patient could not be determined when run several times on the rl 1265 because the co-ox system did not detect the sample within the maximum amount of time allowed. In each instance a "d71 no sample detected at fd3" error message was received. The customer stated that this event caused a delay in measurement but the patient was not harmed.